Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2352500; model: sc-2352-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient had inadequate stimulation despite re-programming attempts. All components were explanted and discarded. The patient was doing well postoperatively.